Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was 25.9 mmol/l at the time of the event and the infusion had been used for less than one day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.